Event description:
On 12/2/97 revision surgery was performed because the bipolar head/liner had dislocated from the 28mm femoral head. The bipolar was retrieved with the poly-liner still assembled but off the femoral head. After washing the retrieved bipolar it was observed that the liner easily slipped out of the head without a removal tool. Note: the implant was not autoclave.